Manufacturer narrative:
Approximate age of device - 5 years, 3 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient underwent a computed tomography, angiography (cta) and a mass was found in chest, ruling out if cancer. The procedure was completed however at that time, it was noted that the guided needle aspiration of the fluid collection compromised the outflow graft, causing disruption leading to hemorrhage and shock. The patient had ejection fraction of about 35-40% per echocardiogram and the vad team planned to turn the pump off and the pump was removed. The lvad will be returned for evaluation. No additional information was provided.

Manufacturer narrative:
Additional information: manufacturer's investigation conclusion: no device-related issues were discovered during the evaluation of the returned pump. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The reports of outflow graft (ofg) and outflow graft bend relief disruption could not be confirmed as neither was returned for evaluation; however, the center reported the patient¿s bleeding occurred secondary to the ofg and bend relief having been entered into during a guided needle aspiration. The pump was returned assembled with the percutaneous lead (driveline) cut approximately 1 inch from the pump housing and the distal portion of the driveline was not returned. The outflow elbow was returned detached from the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.